Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The reporter alleged that meter turns on, but meter display is blank with an orange/yellow indicator light, indicating meter is on. The reporter alleged that when batteries are removed, the light goes out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.